Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively the patient experienced palpitations and discomfort. The right ventricular (rv) lead exhibited high thresholds since implant, no capture. The right atrial (ra) lead exhibited undersensing, high thresholds, experienced a dislodgement and continuous placement difficulty. The ra and rv leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.